Manufacturer narrative:
Device evaluated by manufacturer: 22x70/10fr uni plus 75cm was received for analysis. The device was received with the stent partially deployed on the delivery system. The investigator successfully fully deployed the stent without issue. A visual examination identified damage no damage to the deployed stent. A visual examination identified damage no damage to the sheath of the device. A visual examination identified no damage or issues with the stent holder/cup or tip of the device.

Event description:
It was reported that partial stent deployment occurred. The patient presented with may thurner syndrome. The target lesion was located in the non-tortuous and non-calcified left iliac vein. A 22x70/10fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. Upon deployment attempts, only half of the stent was deployed and would not go any further. It was noted that the device was stuck and was not reconstrained during removal. There was some initial resistance while getting the distal struts off of the vessel and while the stent was in the sheath being removed. The device was removed intact, and the guidewire was able to be removed from the stent once outside the patient. The procedure was completed with a new wallstent and was implanted successfully. No patient complications were reported.

Event description:
It was reported that partial stent deployment occurred. The patient presented with may thurner syndrome. The target lesion was located in the non-tortuous and non-calcified left iliac vein. A 22x70/10fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. Upon deployment attempts, only half of the stent was deployed and would not go any further. It was noted that the device was stuck and was not reconstrained during removal. There was some initial resistance while getting the distal struts off of the vessel and while the stent was in the sheath being removed. The device was removed intact, and the guidewire was able to be removed from the stent once outside the patient. The procedure was completed with a new wallstent and was implanted successfully. No patient complications were reported.